Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. The handle was I inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software. The handle had 292 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamp and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system indicated that during the last procedure in the field, there were several abnormalities. It was noted that in the first firing of the procedure, following partial advancement of the I-beam, the system stopped recognizing the presence of the reload. Prior to the sixth firing, it was noted that the system force limit was hit twice during clamp movements before a successful third clamp movement. Additionally, it was noted that during the fifth and sixth firings of the procedure, there were abnormalities during retraction. It was reported that the device locking on tissue and an incomplete distal staple line the reported issue was confirmed the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the powered stapler, the device locked on tissue and there was an incomplete distal staple line. The tissue was described as extremely radiated. An end colostomy was performed. An additional previously fired reload only opened slightly when fired. The procedure was extended by 30 minutes. The device was replaced with a new reload and adapter.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6)); sigmret, sig power sigmret manual retract tool (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.